Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the pediatric patient's bg was 368 mg/dl but the cgm was 278 mg/dl. The patient got sleepy and moody. Rechecks of the values included bg 260 mg/dl with cgm 369 mg/dl, and bg 260 mg/dl with cgm 350 mg/dl. The patient¿s mother gave 0.45 units of insulin and the patient¿s condition was then stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.